Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer tested 220 mg/dl on the advantage ii system. After obtaining this result, she took glimepiride; 20 minutes later the customer reported hypoglycemic symptoms and she was taken to the hospital. The customer tested 40 mg/dl on a professional device and was treated with glucose and her low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.